Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: a review of service max shows that a semi annual pm service was performed on rob183 after this event occurred. As per work order, the field service engineer optimized the system by completing a kincal on the right side of the robot and by adjusting the j2 bump stops. No issues were noted. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob183 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob183 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed, however based on the information reviewed there is no indication of any inherent software issue. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The following was reported: "we had an instance where we made our cuts and the femur was notching at the end of the case. The 10 year mako user/doctor and I have both never seen this happen before. The femur was odd shaped (it needed a size three medial to lateral fit but needed a size four anterior to posterior fit). The patient also had a huge flexion contracture, but was fine in flexion so the doctor wanted to take 13mm distal femur in order to correct the flexion contracture. The doctor also wanted to externally rotate the femur up to 4 degrees in order to address/fix the varus deformity. Before cutting, we checked to see when our notching warning popped up (it did not come up until around 4.5 degrees, so we were 3 clicks away from notching at 6 degrees of flexion on the femur). I asked if the doctor wanted to flex the femur one more click (to go to 6.5mm) but he said the plan looked fine and that we did not need to go up to 6.5 of flexion. We ran through the plan before cutting and everything that he planned looked good (another mps was in the room during this time and also thought everything he wanted to do looked fine). While he was cutting the box for the ps implant, he said the femur was notching. Everything on the robot passed its safety checks before cutting so I was not sure why it was notching. After we trailed, I asked the doctor if he ran passed the ¿green planned resection zone¿ during the anterior cut and he said no because he didn't want it to notch more. I'm wondering if this could have caused a ¿false notching¿ look to the femur since he did not cut it passed the green zone? The doctor asked if we had stems available and we did not, therefore, I asked the doctor if he wanted me to send them in but he said it was fine. All of the other cuts looked good and he put in press fit ps implants. The only thing that looked off was the anterior cut. Do you know what might have caused this implant to notch? I will share the complaint files as soon as I get them from the robot."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The following was reported: "we had an instance where we made our cuts and the femur was notching at the end of the case. The 10 year mako user/doctor and I have both never seen this happen before. The femur was odd shaped (it needed a size three medial to lateral fit but needed a size four anterior to posterior fit). The patient also had a huge flexion contracture, but was fine in flexion so the doctor wanted to take 13mm distal femur in order to correct the flexion contracture. The doctor also wanted to externally rotate the femur up to 4 degrees in order to address/fix the varus deformity. Before cutting, we checked to see when our notching warning popped up (it did not come up until around 4.5 degrees, so we were 3 clicks away from notching at 6 degrees of flexion on the femur). I asked if the doctor wanted to flex the femur one more click (to go to 6.5mm) but he said the plan looked fine and that we did not need to go up to 6.5 of flexion. We ran through the plan before cutting and everything that he planned looked good (another mps was in the room during this time and also thought everything he wanted to do looked fine). While he was cutting the box for the ps implant, he said the femur was notching. Everything on the robot passed its safety checks before cutting so I was not sure why it was notching. After we trialed, I asked the doctor if he ran passed the ¿green planned resection zone¿ during the anterior cut and he said no because he didn¿t want it to notch more. I'm wondering if this could have caused a ¿false notching¿ look to the femur since he did not cut it passed the green zone? The doctor asked if we had stems available and we did not, therefore, I asked the doctor if he wanted me to send them in but he said it was fine. All of the other cuts looked good and he put in press fit ps implants. The only thing that looked off was the anterior cut. Do you know what might have caused this implant to notch? I will share the complaint files as soon as I get them from the robot."